Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her cannulas tend to get bent due to site issues and her blood glucose can reach 600 mg/dl. The last time that occurred was six months prior to the call. The customer stated that her cannula would not insert into her skin, and she was not getting insulin but the pump failed to alarm no delivery. Troubleshooting could not be completed for the absence of a no delivery alarm since it was a past event. The call also disconnected. No products were shipped or returned.